Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device received was visually inspected and no abnormality was found. The reported event was replicated, and the device displayed an alarm indicating that the cassette is not attached properly . The reported event was verified. The root cause of the reported problem is a faulty downstream sensor. To resolve the issue, the downstream sensor was replaced.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a false alarm that the cassette was not attached. There was no reported injury to the patient.